Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-01688 and 3005099803-2015-01689 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two passport balloon dilatation catheters were used during a procedure performed on an unknown date. According to the complainant, the distal tip of the catheter was noted to be bent prior to use. A second passport balloon catheter was opened and the same issue was noted. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned passport balloon dilatation catheter revealed that shaft of the device identified no kinks or damage. The flexi tip section of the device was bent which is a type of damage consistent with excessive force being applied to the tip section of the device. The balloon was examined and no issues with the balloon profile were found. There was no evidence of any device use. Therefore, the condition of the returned device confirms the reported event of catheter tip bent. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-01688 and 3005099803-2015-01689 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two passport balloon dilatation catheters were used during a procedure performed on an unknown date. According to the complainant, the distal tip of the catheter was noted to be bent prior to use. A second passport balloon catheter was opened and the same issue was noted. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.